Event description:
Trinity revision scheduled for (B)(6) 2022 due to the patient experiencing recurrent dislocations since the primary surgery on (B)(6) 2019. Date of the dislocations and how many are unknown.

Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation of this event, additional information, including post primary and pre revision x-rays, operative notes (primary and revision), how many dislocations the patient had, what the patient was doing at the time of these dislocations, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other sort of trauma post primary surgery, patient details, patient medical history and an update on the patient post revision has been requested to be provided once the revision has taken place. If received, this information will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) initial report. In order to progress with the investigation of this event, additional information, including post primary and pre revision x-rays, operative notes (primary and revision), how many dislocations the patient had, what the patient was doing at the time of these dislocations, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other sort of trauma post primary surgery, patient details, patient medical history and an update on the patient post revision has been requested to be provided once the revision has taken place. If received, this information will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision scheduled for (B)(6) 2022 due to the patient experiencing recurrent dislocations since the primary surgery on (B)(6) 2019. Date of the dislocations and how many are unknown.

Manufacturer narrative:
Per (B)(4) final report: in order to progress with the investigation of this event, additional information, including post primary and pre revision x-rays, operative notes (primary and revision), what the patient was doing at the time of these dislocations, whether the patient followed correct post-op protocol, whether the patient experienced any slips / falls or other sort of trauma post primary surgery, patient details, patient medical history and an update on the patient post revision was requested, however, none of this information could be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufcturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocations could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Corin were notified on 10 feb 2022 that a trinity revision was scheduled for (B)(6) 2022 due to the patient experiencing recurrent dislocations since the primary surgery on (B)(6)2019. It was reported that the patient had had three dislocations since the primary surgery, the dates of the dislocations are unknown. The revision surgery was later postponed and completed on (B)(6) 2022. At the time of the initial report is was unknown which of the devices would be revised. It has been confirmed that the ceramic head and ecima liner were removed and replaced. The device details provided in section d 1-4 have been updated in this final report following receipt of this information.